Manufacturer narrative:
The customer¿s device was requested for investigation, but has not been returned. The investigation is ongoing.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter that could lead to a misinterpretation of results. The customer stated there are lines in the display that could impede the results field and prevent the results from being readable. The customer performed a meter reset but the issue persisted. The customer confirmed the display screen is non-responsive, and the customer could not log into the meter for testing. No results were misinterpreted.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.